Manufacturer narrative:
This event was previously submitted under manufacturing report number 3002809144-2018-00015 against an incorrect manufacturing location. The product evaluation is still in process, a follow up will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant architect stat troponin-I results were generated. Initial run generated a positive result of 1.078 ng/ml. The sample was repeated with results of: 0.606, 0.045 and 0.00 ng/ml. The initial result was not reported. The final result reported was <0.08 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
Customer complaint data was reviewed and no increase in complaint activity for falsely elevated results was identified. A device history record review was performed on architect stat troponin-I reagent lot 02868un17. This review did not show any potential non-conformances, deviations, or non-conformances. The historical performance of reagent lot 02868un17 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02868un17 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 02868un17. The architect stat troponin-I reagent labeling was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect stat troponin-I assay was identified.